Event description:
It was reported that after the pt was switched from an arrow kaat ii plus pump to the arrow acat I pump, dramatic drops in "psi" were experienced. After troubleshooting efforts failed to uncover the problem, the pt was transferred to a third pump. The pt later expired of causes unrelated to this incident.